Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed multiple cartridges to resolve the issue. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was 149 mg/dl.

Manufacturer narrative:
Device not returned.